Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was threshold suspending, based on sensor readings that were off from the customer's blood glucose. Customer stated he received a sensor reading of 57 mg/dl and when he checked with the meter, his blood glucose was 120 mg/dl. He also received calibration errors. Calibration and insertion techniques were discussed. Nothing further reported.